Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer changed cartridge to resolve the issue. It was also reported that customer received an occlusion alarm, but the issue was resolved by the time of the call therefore no troubleshooting could be performed. Customer's blood glucose level was 165-166 mg/dl.